Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented with no capture or sensing and a ventricular lead impedance of 2200 ohms.